Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2018; 3550-39 neuro adaptor implanted: (B)(6) 2011; 37712 pain stimulator ipg implanted: (B)(6) 2011; 3776-60 pain stimulator lead implanted: (B)(6) 2011; 3776-60 pain stimulator lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three weeks post-implant, the atrial lead dislodged twice. The physician determined that this was due to patient anatomy. The patient further reported that the lead "dropped" and "came loose." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.